Manufacturer narrative:
(B)(4).

Event description:
It was reported that insert new sensor replace sensor now alert occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. The reported event of insert new sensor replace sensor now alert is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.